Event description:
The customer reported the instrument generated drain sensor time out error and 5 cubic centimeters of diluent leaked from the left side of the coulter ac·t 5diff cap peirce. The leak was contained within the instrument. There was no reported exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found the waste filter was partially obstructed causing a slow drain and the intermittent errors; the filter was replaced, resolving the slow drain and the drain sensor time out errors. The fse also found evidence of prior leak (dried diluent around the baths and needle); the tubing at the bottom port of the needle rinse block had a small cut, allowing the diluent to leak slowly. Additionally, the fse found the probe was slightly bent. The fse replaced the tubing and the probe. The fse aligned the probe, resolving the leak. The fse then verified the instrument and the instrument was returned to normal operation. (B)(4).